Event description:
During index procedure one endeavor rapid exchange (rx) drug-eluting coronary stent was successfully implanted to the distal circumflex. Patient was asymptomatic / free of symptoms at 6, 9 and 12 month follow up. However it was reported that approximately 25 months post index procedure, the patient experienced a non-q wave mi. Pci was performed. Investigator indicated that the event was not related to the study stents, drug or procedure. The patient is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (myocardial infarction) (B)(4).